Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump wake button was unresponsive. When pump was plugged into a power source the customer was able to access the pump features. Subsequently, the wake button became stuck. Customer was unable to turn screen off and battery depleted as touchscreen was always on. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.